Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500-590 mg/dl). The customer would deliver a bolus to address the high bg; however, the bg did not trend downward and insulin injections would then be administered. The customer did not know the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot.